Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right ventricular (rv) lead was oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was recovering post-procedure.